Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in france (returned to rrc on (B)(6) 2022). The evaluation confirmed the occurrence of error message e433 which is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, the error message could be traced back to a defective generator board. Therefore, this event/incident was attributed to component failure. In addition, the occurrence of error message e172 was found in the error log which could not be reproduced. However, the lvps board and cable were replaced by the service department. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that the electrosurgical generator esg-400 displayed error message e433 at an unknwon date. No further information was provided but there was no report about an adverse event or patient injury.